Manufacturer narrative:
The reservoir does not stay locked in due to reservoir tube lip completely broken off. Unit passed displacement test. Unable to perform basic occlusion test, occlusion test, prime/a33 test or excessive no delivery test due to broken reservoir tube lip. No motor error alarms noted. The motor was tested outside of device and passed.

Event description:
The customer reported via phone call that they received a motor error alarm. The customer's blood glucose was 176 mg/dl at the time of incident. The insulin pump will be returned for analysis.